Event description:
It was reported to nova biomedical that a consumer received a blood glucose reading of 91 mg/dl on her blood glucose meter. Based on that reading, she ingested two glucose tablets and tried to drive her car but realized she was not coherent enough to do so. Emt assistance was required and she tested 30 mg/dl on their blood glucose meter. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.